Event description:
It was reported that the patient called the vad coordinator and reported that they were having a "comm fault" advisory alarm. After talking to the clinical specialist, the vad coordinator had the patient do a self-test that then cleared the alarm. On (B)(6) 2021, the patient came to the clinic where it was noted that there was visible wear and tear to the controller and modular cable. The modular cable and system controller were exchanged, but the comm fault alarm immediately reoccurred on the new controller. A review of the log files by technical services found a driveline comm fault that occurred on (B)(6) 2021, which continued for the remainder of the log files. The other comm line was operating as intended and there was no loss in communication between the controller and the pump.

Manufacturer narrative:
Incidental findings: conductor breakdown was observed on the wires in both power cables. Fluid ingress was observed on the underlying wires of both power cables manufacturer's investigation conclusion: the system controller (serial number: (B)(4)) was returned for evaluation following the reported event of a driveline communication fault alarm. The submitted log file and log file downloaded from the returned system controller contained approximately 5 days of relevant data combined (02sep2021-07sep2021 per the timestamp). The log files captured a driveline communication fault alarm from (B)(6) 2021 at 11:15:40 until the driveline was disconnected (captured on (B)(6) 2021 at 14:55:43); this alarm is addressed under the pump investigation. The driveline was disconnected on (B)(6) 2021 at 14:55:43 to exchange the system controller and modular cable. The controller was then put into sleep mode on (B)(6) 2021 at 14:56:39. The controller was powered on again on (B)(6) 2021 at 15:02:04 and the controller operated in charge mode without any issues or atypical alarms produced. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was functionally tested and operated as intended during testing, and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided communicated that the driveline communication fault alarm did not resolve after exchanging the system controller and the modular cable. The reported driveline communication fault alarm could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use alarms and troubleshooting and heartmate 3 patient handbook section alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for equipment storage and care and heartmate 3 patient handbook caring for equipment explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Entitled safety checklists, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.